Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable s/n: (B)(6) was not working while doing the branch management. They completed the procedure with the new cable. No delay. No harm.

Manufacturer narrative:
Trackwise#:(B)(4). Updated sections: h10 the device was returned to the factory for evaluation on 04/08/2024. An investigation was conducted on 04/10/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connectors were observed to be intact. A mechanical evaluation was conducted using a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The reference device successfully transected tissue four (4) times. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.